Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: left heart kit, vendor part # ag8052-ns manufactured by ICU medical inc. Avid medical received a complaint on 07/27/2017 originated by (B)(6) hospital stating that during the case, they noted bleed back of blood into pr60 manifold tubing. The pressure was checked on the infusor bag and the line was flushed and cleared, but then the bleed back occurred again. The complained 3port manifold and pr60 tubing was saved for evaluation by the manufacturer. A photo showing the bleed back was provided to avid. Avid medical issued formal complaint (B)(4) to the manufacturer ICU medical inc. Concerning the bleed back issue for item no. Ag8052-ns left heart kit which contained the complained pr60 manifold tubing. No adverse patient consequences were reported.